Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The reported event was confirmed as the computer initially was power cycling when first plugged in and there was no display. Re-seated ram and installed cmos. Computer normally to application on 3 subsequent attempts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, when testing the navigation system became unresponsive and restarting without any prompt from user during navigating and the system stayed on black screen. Representative restarted the system and went back to navigate however the system restarted again and stayed in black screen. Rebooting the system again did not resolve the issue as the screen displayed black. There was no patient present at the time of the issue.